Event description:
Rptr had 2 pedicle screws implanted in her back. She has pain in lower back and leg and it is very painful for her to walk. She is in the same condition as she was before the operation. Rptr was not informed that pedicle screws were illegal, only that they might use them if necessary.